Event description:
Additional information received indicated surgical intervention took place wherein the ipg was explanted and replaced on sep 7, 2021. Reportedly effective therapy was restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient underwent an unrelated procedure and ipg was not placed in surgery mode. Patient lost therapy around end of june. Company manufacturers tried to communicate with external devices and were unable to communicate. Cp logs does not reflect service app nor a successful pairing bond and deemed ipg to be inoperable. As a result surgical intervention is anticipated at a future time.